Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A defective printed circuit board was discovered and caused the reported imaging failure. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that while performing routine maintenance on his olympus high flow insufflation unit, he noted a display issue. According to the initial reporter, once the unit is powered on and ¿cavity¿ mode is selected, the screen goes black. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the screen turned black when the device was turned on and cavity mode was chosen because of a faulty printed circuit board. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.